Event description:
After several attempts, MFR was unable to obtain more info about the reported event from the user facility, and is therefore unable to verify whether there was any type of injury as a result of the alleged device malfunction.